Event description:
A 28 mm diameter x 16mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unk. It was reported that the pt was treated with an aortic cuff for migration of the stent graft 42 months post stent graft implant, it was reported the aneurysm continued to enlarge for over a period of three years, due to a type v endoleak. The physician elected to remove the stent graft and the pt was successfully converted to an open repair. The explanted stent graft system was received by medtronic and the analysis is pending.

Manufacturer narrative:
Conclusions: lack of info (aneurysm and vessel morphology are unk, explant analysis pending).